Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint 3 tw (B)(4). Autonumber: (B)(4). A photographic inspection was performed. Based on the picture received from the client, the picture showed the loading device and the aortic cutter. The delivery device was inside the loading device and the seal can be seen from the window of the loading device. The cutter appears to be unused. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was inside the loading device when it was returned. The seal is visible through the window of the loading device. The blue lock on the delivery device was observed to be disengaged and the plunger un pressed. The aortic cutter was not returned to the factory for evaluation.the delivery device was pulled out from the loading device for inspection. The seal remained inside the loading device after the delivery device was pulled out from the loading device. The seal was pulled out from the loading device for inspection. The tether remained uncut but was separated from the seal. Microscopic inspection showed the seal to be slightly cracked at the center portion. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.199 in., the outer diameter was measured at 0.222 in. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure fitting problem was confirmed. The analyzed failure crack,seal was also confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal could not be inserted and mounted normally on the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal could not be inserted and mounted normally on the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.